Manufacturer narrative:
B5: describe the event or problem, corrected data: the initial reporter inadvertently reported that the patient underwent a full revision as opposed to device explant. The device was previously explanted on (B)(6) and recently re-implanted on (B)(6) 2024, therefore a full revision had not occurred on the date previously reported.

Event description:
The patient was recently re-implanted with vns. No other relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer: the initial reporter inadvertently updated this field to the date of submission on supplemental #1 as if it were a correction report only. This should not have been done as there was also additional supplemental information received that made supplemental #1 a correction and an additional information type report. Therefore g3. Date received by manufacturer should have been 02/15/2024 for supplemental #1.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was hospitalized due to an infection and has plans to explant the device. A full revision was later confirmed to have occurred. The explanted devices were disposed of and not available for return. Device history records were reviewed. The devices, lead and generator, passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.